Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It is alleged per plaintiff's claim that on or about (B)(6) 2006, patient was implanted with the cook filter post hysterectomy and bowel surgery. On (B)(6) 2006, doctors attempted to remove the cook filter; however, the bottom hooks of the cook filter could not be separated from the inferior vena cava wall and doctors determined that the cook filter could not be safely removed and was left in place as a permanent device. The cook filter was later removed on (B)(6) 2016. Hospital and medical records have been requested.

Manufacturer narrative:
Correction(s): from product problem to adverse event and product problem. From malfunction to serious injury. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating, "tulip, vc perforation (ingrowth of legs), difficult to retrieve, migraine." Cook will reopen its investigation if further information is received. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported migraine is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to product problem. Serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 09/01/2017 as follows: patient received an implant on (B)(6) 2006 via the right internal jugular vein due to pulmonary embolism post-hysterectomy. Patient experienced ingrowth of legs into the inferior vena cava wall, failed removal attempt; patient is alleging migraine. Retrieval was attempted on (B)(6) 2006. Device was successfully retrieved on (B)(6) 2016.

Manufacturer narrative:
Investigation is solely based on description of event. No product is returned and no imaging provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "(B)(6) 2006, doctors attempted to remove the cook filter; however, the bottom hooks of the cook filter could, not be separated from the inferior vena cava wall and doctors determined that the cook filter could not be safely removed and was ieft in place as a permanent device. The cook filter was removed on (B)(6) 2016." Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.